Manufacturer narrative:
Product analysis results are: the source of the unknown type endoleak reported during the explant procedure could not be determined. Films were not available for review and the in-vivo configuration of the stent graft and endoleak evaluation during the implant duration could not be assessed. The proximal portions of the bifurcate and endurant cuff were not returned; thereby limiting the extent of the evaluation. The reason for implanting the aortic cuff could not be determined; the implant date is unknown as the device has not been registered. It is possible that some of the fabric holes observed may have contributed to the aneurysm enlargement; however, these holes may have been covered by tissue or the overlapping devices, so less likely to have been clinically significant. No enlarged suture holes were observed on the returned devices. It is also possible that the type iii fabric endoleak and multiple suture holes reported during the open repair may have been due to manipulation of the stent graft during the explant, and the patient¿s dosage of heparin may have also contributed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that CT¿s conducted throughout the last few years, revealed that the aneurysm had continued to enlarge and that there was an unknown endoleak. The physician elected to convert to open repair and to explant the stent graft. During the explant procedure, a type iii fabric endoleak was observed as there were multiple suture holes present in the stent graft. The physician also described the issue as "multiple sites leaking in the main body." The procedure was completed and the event was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, if information is provided in the future, a supplemental report will be issued.